Event description:
Device malfunction: none. Symptoms/ae: vasospasm and neurological deficit. Time of symptoms/ae: during and after the procedure. It was reported that nine days prior to a right internal carotid artery stenting procedure, in 2009, the pt was hospitalized with a stroke with "waxing and waning" of symptoms. Symptoms included left-sided weakness and slurring of words. During the procedure, nine days later, the pt experienced a minimal vasospasm in the distal right internal carotid that was successfully treated with intra-arterial nitroglycerin, bradycardia which was treated with atropine and hypotension which was treated with dopamine. All three events resolved the day of the procedure. One day after the procedure, the pt experienced add'l symptoms, including partial hemianopia, limb ataxia, and a decrease in sensation. Eight days later, the pt was discharged to a rehabilitation center. The symptoms continue unchanged. Although requested, there was no add'l info provided.

Manufacturer narrative:
Study event. There was no xact stent malfunction reported. Vasospasm, bradycardia, hypotension, and neurological deficits are known possible adverse events associated with the use of carotid stents as stated in xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.